Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had reached recommended replacement time (rrt) and the physician and patient elected to turn off the device. Several years later, the device alerted for an electrical reset. The device remains in the patient. No patient complications have been reported as a result of this event.